Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of ¿having power disconnects on her black controller connection, both on batteries and wall power¿ could not be confirmed with the submitted log file. The log file captured five power cable disconnected alarm events over a period of approximately 11 days. According to the voltage values, prior to and post, the alarm events were routine power exchanges between 14v batteries/clips and the mobile power unit. No other alarm event was captured. It was noted the log file was retrieved from system controller (serial # (B)(6) ). Additional information communicated on 24mar2021 indicated a system controller exchange was performed. The patient¿s primary system controller was exchanged with the backup system controller. Multiple attempts were made to obtain additional information from the customer regarding the return status; however, no additional information was provided. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the system controller (serial # (B)(6) ) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Heartmate 3 patient handbook, rev b. In section 5, entitled ¿alarms and troubleshooting¿, all alarm conditions are addressed including ¿connect power¿ alarms. Low voltage advisory alarm. 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm . 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnected alarm. 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use, rev c. ¿replace any equipment or system component that appears damaged or worn¿. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6) ) was shipped to the customer on 24sep2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Multiple attempts were made to obtain patient age, date of birth, and weight, but no further information was provided.

Event description:
Related manufacturer report number: 2916596-2021-01764. It was reported that the patient was experiencing power cable disconnects on the black controller connection with both battery and wall power. There was damage to the driveline between the controller and modular cable connection (taped burn damage). The log file did not contain any power cable disconnects. The controller and the modular cable were replaced.